Event description:
It is reported the patient was implanted on an unknown date with trochanteric fixation nail (tfn) and helical blade for femur fracture. On (B)(6) 2013, patient presented to surgeon for follow-up complaining of pain. Examination indicated that the helical blade migrated medially into the acetabulum and pelvis. Patient was returned to the operating room on (B)(6) 2013, surgeon removed the tfn nail, helical blade and locking screw. Patient was revised to total hip arthroplasty, and procedure completed successfully. Incomplete part number reported. 458.9xx - 5.0mm locking screw unknown length. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Incomplete part number reported. 458.9 - 5.0mm locking screw unknown length. Unknown implant date. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.